Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc 1900054575. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The staples appear misaligned. The stapler was returned with 24 staples left in the cartridge indicating that at least 11 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form. This was repeated two more times with the same result. However, no more staples fired after the third attempt. The misalignment of the other remarks: staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples fell from stapler" was confirmed based upon the sample received. Upon functional inspection, it was found that only three of the staples were able to fire due to the misalignment of the staples. All three were able to form properly. The other remaining staples were unable to fire from the device. The staples are misaligned which is preventing them from moving down the track and into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 24 staples left in the cartridge indicating that the stapler was fired at least 11 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Staples dropped out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Staples dropped out of the stapler. There was no patient injury.